Event description:
The dreamstation bipap device was returned to the third-party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of visible foam degradation. The device was csrapped vy the service center after the evaluation wad completed.